Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon reported to (B)(4): about 4,5 years after uncomplicated hip-tep left side (doi: (B)(6) 2010) because of severe dysplasiecoxarthrosis it came to a progredient pe wear with decentrisation of head and congruent paint aseptic cup change on (B)(6) 2014. Reason for early pe wear at cranial area is debatable. The pe is highly crossed linked, the insert has a thin wall as the cup is small (48mm) and the head´s diameter is 32mm. The cup was well fixed and impacted according to the relatively steep dysplasia cup position (50 degree inclination). Patient is small and slim. No comorbidities known besides a spinal disk harm at the lumbar spine region with chronic pain. Update rec¿d (B)(6) 2015 - the patient's translated medical records were received. Medical records were reviewed for MDR reportability. According to the patient's medical records upon revision the patient's acetabular component was found to malpositioned. At this time the patients acetabular cup is being reported. The complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
Examination of the returned devices confirms liner fracture secondary to disassociation of the liner and cup in vivo. The components exhibited minor wear typical of the service life. The deformation and fracture of the liner, and gross wear between the ceramic head and titanium cup are all likely due to vertical cup placement, with edge loading and potentially subluxation. No evidence of material or manufacturing defects was observed. A search of the complaints databases identified no other reports against the product/lot code combinations. A review of contributing product device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. A need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.